Event description:
Info received indicates the brake and brake/steer casters continue to swivel when in brake.

Manufacturer narrative:
The tech replaced all four of the casters to repair the stretcher.